Event description:
Per the user facility report: during the case we used the lumenis pulse laser. The laser appeared to be working slow per the doctor. Surgeon requested that the settings be increased. Laser settings increased by surgeon. Laser appeared to be working well at the increased setting, then we started smelling a weird smell like something burning coming from the laser. We checked the patient, the drapes, and etc. There appeared to be nothing burning; no obvious harm to the patient per doctor. The machine stopped working completely; machine turned off and inspected. The laser fiber appeared to be burned at the insertion site to the machine. Or manager notified and came to assess the situation. We collected the laser material to go to safety and biomed will pick up the machine. Case completed using another laser. Cook holmium laser fiber was used in conjunction with lumenis laser for this procedure. Lumenis factory service rep. Inspected laser and found no defects or malfunctions with machine. Lumenis instructed hospital that cook medical holmium fiber was not compatible with laser and caused the malfunction and burning issue.

Manufacturer narrative:
Additional information received via a voluntary medwatch user facility report. (B)(4). Investigation ¿ evaluation: the cook® single-use holmium laser fiber was not returned for evaluation. Without the complaint device, a physical investigation was not able to be completed. A review of complaint history, the device history record, instructions for use, and specifications was conducted. A review of the device history record did not reveal any non-conformances to be associated with the device lot number. A review of complaint history showed there have been no other complaints associated with the device lot number. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. This device is shipped with instructions for use (IFU), which provides the following precautions: never subject fiber optics to sharp bends in handling, use, or storage. Discard any fiber optic assembly that is cracked or broken, or does not meet minimum transmission standards. Based on the provided information a definitive root cause could not be established. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints. Appropriate personnel have been notified of this event. (B)(4).

Manufacturer narrative:
(B)(4). 510(k) - k124030. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
As reported to customer relations: "during a ureteroscopy procedure the cook® single-use holmium laser fiber was used. The physician noted it was not transferring energy and another physician present during the case suggested to increase the wattage. The physician smelled a burning smell and noted the fiber was melted where it hooks into the machine (luminous versa pulse). The fiber was removed and a piece of the fiber remained in the machine. The staff then used the rhapsody machine and a new fiber and completed the procedure successfully. No harm to the patient and no additional procedures needed."